Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt wanted to turn the implant off. Pt said the implant hasn't helped with their pain. During the call, pt was getting unable to connect communicator to the handset. Pt reset the communicator. Resetting the communicator allowed pt to connect and turn their therapy off. Pt was working with their healthcare provider (hcp) to remove their neurostimulator; no date had been set. The troubleshooting steps that were taken on the call resolved the issue.